Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provide to date.

Event description:
It was reported that the pump exhibited cassette not attached properly alarm. No patient injury was reported.

Manufacturer narrative:
Additional information received on 22july2022 via email and attached to complaint object: found during testing and repair. No patient involvement was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error found in the event history log. Reported problem was not duplicated during functional test. The downstream occlusion sensor passed the occlusion test and was in specification. Fluid ingression was found on the downstream occlusion sensor during visual inspection. Cause of the reported problem was unknown, as no fault was found with the device. For preventative action/measure the downstream occlusion sensor was recalibrated. The root cause of the reported problem was unknown. Service history review (in previous year): no repair in last year. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: h4: mfg. Date. 09-jun-2016 correction: d4: model number: 2120